Event description:
The pt stated that, when she woke up this morning her infusion device was in stop mode and the display was frozen at 11:43am, which would have been the previous morning. The pt stated that, the h/m buttons would not respond. The pt was instructed to remove the batteries. She stated that, the batteries had been in use for "quite some time." The pt was advised to insert new batteries in the infusion device and she was able to place the device in run. The pt stated, that her blood glucose was elevated to 444 mg/dl and she felt "light headed and dizzy." The pt bolused 6 units of insulin through her infusion device to lower her blood glucose. The pt was sent a replacement infusion device. Upon follow up, the patient's husband stated that, the patient had not yet begun to use the replacement infusion device and her blood glucose had been "a little low." The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.